Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received the monitor enclosure cover was cracked. Upon investigation the rear response button was non-functional. The cause for the defective response button was that it was unplugged. The root cause for the unplugged response button switch was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor has non-functional response buttons